Event description:
It was stated by physician that during vasectomy procedure, the ring hook of the device broke off into patient. Procedure took 20 minutes longer and ring was removed. No harm to patient.